Event description:
It was reported that the ventilator stopped ventilating. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly tested the ventilator and found no anomalies. There are no indications of stop of ventilation in provided ventilator logs. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).